Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found that excessive force might result in device damage. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing found the tensile strength, and material specifications are verified for compliance. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the instrument shows no damages or manufacturing abnormalities. No snare wire or cross bar was returned with device. The anchor is detached and was not returned with device. A basic functional evaluation shows the deployment knob can be rotated and stop clockwise. The suture loading portion of the device was not returned and cannot be functionally tested. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the drawing found the tensile strength, and material specifications are verified for compliance. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during unknown procedure using multifix s-ultra 5.5mm knotless anchor during insertion the device broke from the tip. No surgical delay. Unknown how the procedure finished. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.